Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported patient has a history of left total knee arthroplasty revision, 75x18 universal stem, 5degree adapter and +2 bolt with a thick mbt revision tray. On (B)(6) 2021, the left tka revision femoral components and poly were explanted due to a "loose flexion space". Patient is converted to hinged femoral component with sleeve and stem and hinged poly. Surgeon states all components are well fixed. Doi: unknown. Dor: (B)(6) 2021, left knee.